Event description:
I am using the philips CPAP dream station prescribed by my sleep apnea doctor. Approximately 6 months ago I reported to my doctor that I have a persistent cough and frequent hiccup type symptoms. As of today these conditions remain, and the cough has become even more frequent. The hiccup symptom seems to come from an excess of air in my stomach, which does cause some chest and stomach pressure. Due to these issues, I had an upper and lower gi performed in the past 6 months which did not reveal any clear problems. At this time I'm not sure what to do. I plan to call my sleep apnea physician for her advice. FDA safety report ID# (B)(4).